Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for bi-directional-sequencing. Sequencing interrogated kel gene exons 1-19 and the variant kel:c.948g>a in homozygous was identified. This variant allele kel*k(948a) is described by isbt as one of the reported null alleles of kell system (k0), kel*02n.14, associated with no expression of kell antigens. ID core xt reported a predicted k+, kpb+ and jsb positive phenotype, but kel:c.948g>a variant, not interrogated by ID core xt, is associated with k-, kpb- and jsb- phenotype. Those false positive results obtained by ID core xt are considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Event description:
Bloodchip identys kel*k_kpb_jsb in a sample whith a possible phenotype would be ko.